Manufacturer narrative:
(B)(4). Full UDI not available as the lot # was not provided by the customer.

Event description:
It was reported that: "staff mentioned that about a month ago they had issue with wattson. After talking to staff they stated that they had a perforation of the left ventricle while using the wattson wire. Surgery was performed to fix the perforation and place the valve. Per the staff pt recovered."

Event description:
It was reported that: "staff mentioned that about a month ago they had issue with wattson. After talking to staff they stated that they had a perforation of the left ventricle while using the wattson wire. Surgery was performed to fix the perforation and place the valve. Per the staff pt recovered."

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. A device history record review could not be performed, as no lot number was provided by the customer. Complaint details were reviewed. As per the additional information received, no issues noted with the tactile feel, lubricity and ability to exchange equipment. The wire was migrating backwards, and operator continued to advance it forward. The physician believes, the wire unintentionally caught the chordae which resulted in perforation. Additionally, the IFU states: left ventricular perforation is identified as a potential adverse effect that may be associated with the use of temporary pacing guidewire. Never advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. Movement of the guidewire against resistance may result in separation of the guidewire tip, other damage to the guidewire, coating material remaining in the vasculature or patient injury requiring additional intervention. Based on the information, the most likely root cause of the issue is unintended use error. Teleflex will continue to monitor and trend for reports of this nature.